Manufacturer narrative:
The device was received, and an evaluation is complete. The reported problem of 'system error' was confirmed in the event history log (ehl) review as 'system error 345' messages, and reproduced during idea testing. Evaluation determined that the cause was the ultrasonic sensor which was replaced correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced system error 345 (thermistor disparity). No additional information is available.